Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 128, 42, 37 mg/dl. Tests were done within 10 minutes with a difference of 54 mg/dl. Patient did not expereince any adverse events. No further information has been reported.